Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports of having low blood glucose. Customer states his blood glucose was 33 mg/dl which he treated with food. He then reported to have blood glucose of 54 mg/dl, which he treated with a glucogon. Customer's symptoms of low blood glucose was passing out, seizure and diabetic ketoacidosis. Troubleshooting showed that insulin pump worked at designed. Customer will speak with health care professional regarding low blood glucose. No further information provided.